Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant a bipolar lead impedance warning was noted on the right ventricular (rv) lead. Oversensing and undersensing were noted on the right atrial (ra) lead. The leads were revised and remain in use. No patient complications have been reported as a result of this event.